Manufacturer narrative:
Clinical specialist (cs) reported that it was determined that the batteries in the physician's programmer that was used to communicate with the pump were dead. Cs stated that after the batteries were replaced, they were able to inquire another patient with the programmer. Cs stated that the original patient has had an MRI appointment since the original allegation and the cs was able to inquire the pump without difficulty. This new information confirms that there is no complainable issue against the pump. Internal complaint number: (B)(4).

Manufacturer narrative:
Device remains implanted. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Per follow-up, there is no update at this time. As investigation has not been performed on the device, the root cause of the alleged issue is currently unknown. Supplemental MDR will be submitted if additional information becomes available. Internal complaint number: (B)(4).

Event description:
A physician contacted technical solutions to report a patient's pump that was not communicating with a clinician programmer. Physician reported that the programmer showed a bluetooth signal, indicating the wand was not experiencing issues. It was reported that the patient was recently implanted, and that the office had been able to previously communicate with the pump using the same programmer. Physician reported that there was no audible tone when they attempted to inquire the pump. Physician also stated that they were able to feel the elevated reservoir, indicating that the pump was not flipped. Technical solutions contacted clinical specialist (cs), who reported that they had been able to previously communicate with the pump and there were no previous battery issues.